Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There was no indication the death was device related; the cause of death has been requested but has not been received. It is not known if the device was explanted post-mortem. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the data revealed high resistance. The impedance measurements for the atrial and ventricular recordings went infinite sometime during 2009, and remained at this level for the last two weeks of the record.

Event description:
It was reported alert triggered due to oversensing on day patient died. Unknown if oversensing occurred before or after patient's death. No allegation from health care professional that death device related. Cause of death had been requested and not received. It was later alleged by attorney that patient died as "result of defect" in sprint fidelis lead. Attorney also alleges that patient had "sustained severe physical injuries and death, severe emotional distress, mental anguish." Follow up with manufacturer's representative revealed the patient had been externally defibrillated in ambulance, but the device interrogation could not differentiate if the "lead caused the arrhythmia or not." Manufacturer's representative also stated the cardiologist "thought the patient's death was pulmonary related" though this was not an offical cause of death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There was no indication the death was device related; the cause of death has been requested but has not been received. It is not known if the device was explanted post-mortem. Evaluation summary the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the data revealed high resistance. The impedance measurements for the atrial and ventricular recordings went infinite sometime during 2009, and remained at this level for the last two weeks of the record.